Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap; the fiber cap is not detached; there is indication of slight melting on metal cap output window; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion on the metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "tip detached" could not be confirmed; the glass cap distal fracture and glue failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 109,997. Time expended: 16:49 minutes. The fiber tip (cap) was cleaned during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, after about 5 minutes into the procedure, "fiber life" was observed then "end firing was noted. The procedure was completed using a second fiber. No additional information provided. Patient outcome: "no injury" reported.